Event description:
It was reported that the customer did not receive a low battery alarm and saw a blank display on the insulin pump. Customer's blood glucose level was 332 mg/dl. Customer was using a lithium battery and it was explained that she needed an alkaline aaa battery for the insulin pump. Customer stated that she took a shower and left her insulin pump in the bathroom with the steam. Troubleshooting was performed, but the display did not return after changing the battery. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and scratched reservoir window noted during visual inspection. Insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Insulin pump was monitored. No unexpected beeps noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.